Manufacturer narrative:
After battery installation unit gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, displacement test or verify missing segments/partial display or critical pump error (open book image) alarm due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was no longer working. The customer¿s blood glucose level was 9 mmol/l. The customer stated that the insulin pump suddenly started alarming and the display went black and also they already tried to place a new battery but display did not come back. The customer stated that they tried to restarting with 30 seconds pressing the return button and then inserting the battery but insulin pump immediately started to blink black and white and alarmed like a critical pump error. The insulin pump will be returned for analysis.